Event description:
It was reported that the trial patient¿s right lead wire ¿just partially came out.¿ the patient wanted next steps and she intended to call her doctor the following day. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).